Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. Event site name exceeds character limitations: (B)(6).

Event description:
The hospital reported that the device locking mechanism of acrobat-I stabilizer had sprung when the product was opened resulting in a new one needing to be opened. The event occurred when the product was taken out of the package. They did not disclose the specific time within the case that this was opened. The procedural delay was just the time that was taken to open a second product to complete the case. There was no harm to the patient. The malfunction occurred when the product was opened.

Manufacturer narrative:
Tw # (B)(4). Updated sections: b4,d9,g3,g6,h2,h3,h6,h11. Corrected section: d4 model & catalogs. The device was returned to the factory for evaluation on 01/14/2026. An investigation was conducted on 01/15/2026. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. The device was securely assembled onto a reference retractor blade by sliding the stabilizer base onto the rail and locking the lever. The knob was evaluated for its ability to tighten the flexlink arm while the locking lever was in both the locked and unlocked positions. The flexlink arm was not secured in position when the knob was turned clockwise. The knob did not tightened the arm. Based on the returned condition of the device as well as the evaluation results, the reported failure "mechanical problem" was confirmed. A manufacturing engineering evaluation was conducted on 04/03/2026. A visual and mechanical inspection was conducted. Signs of clinical use and evidence of blood was observed. The device was securely assembled onto a reference retractor blade by sliding the stabilizer base onto the rail and locking the lever. The knob was evaluated for its ability to tighten the flexlink arm while the locking lever was in both the locked and unlocked positions. The flexlink arm was not secured in position when the knob was turned clockwise. The knob kept spinning and did not tighten the arm. As part of the evaluation the complaint device was sent to nel pretech corp. For CT scanning. The following observations were noted: the fins of the acme nut (part number rm2047007) were intact and were making adequate contact with the knob (part number rm7001172). It was observed that the external threads of the acme screw were not engaging with the internal threads of the acme nut. This observation explains why the knob keep spinning but did not tighten the flexlink arm. It was also noted that there was lubricant (part number rm30312) in between the threads and within the acme nut. This is normal as the lubricant is applied to the assembly per work instruction (knob assembly). Upon return of the device from CT scanning the complaint device was disassembled and a visual inspection was conducted. The lubricant exhibited a change in viscosity and underwent solidification on the surfaces of the acme screw and the acme nut. The device was manufactured in suzhou, so therefore the necessary DHR shop floor paperwork was provided by suzhou.

Event description:
N/a.